Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1-13th distal stent wraps with struts completely bunched together. Deformation was evident to the distal tip, with tip appearing torn and flared. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent. There was no damage noted to packaging and the device was inspected. Negative prep was not performed. The lesion was not pre-dilated. Resistance was encountered when advancing the device and excessive force was not used during delivery. It is reported that the catheter/delivery system became deformed when the device was being advanced in the guide catheter. It was described that the device kinked in the middle and no portion of the device detached. No intervention was required to remove the device from the patient. It was reported that the device was not used in the patient after kink was noted. No patient injury is reported. Analysis of returned device found the stent was deformed.